Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) sensor. Functional testing was able to duplicate the reported problem. It was determined that the defective dso sensor was the root cause. The dso sensor and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette not attached properly" error. There was unknown patient involvement.